Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheter set with lidsock for evaluation. Visual inspection of the ra catheter set revealed that the core wire had separated approximately 15mm from the distal end and the coil wire began to unravel. Microscopic examination confirmed the distal weld was present and attached. The length of the two sections of core wire measured 15mm and 96mm totaling 4.37" which is within specifications of 4.1875"-4.375" per swg with handle graphic. The outer diameter of the swg measured 0.439mm which is within specifications of 0.432-0.457mm per swg graphic. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed the distal weld was attached. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The IFU also precautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed.". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken approximately 15mm from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the arterial line was used on a patient and became unraveled. The user was using the arterial device for venous access, not arterial access. Ultrasound guidance was not used for vessel visualization. The entire device, including the guidewire was fully removed from the patient during the patient. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the arterial line was used on a patient and became unraveled. The user was using the arterial device for venous access, not arterial access. Ultrasound guidance was not used for vessel visualization. The entire device, including the guidewire was fully removed from the patient during the patient. No patient injury reported.